Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information received by smiths medical on 24-aug-2020 via email updated date of event to (B)(6) 2020, also there was no patient involvement.

Manufacturer narrative:
Other, other text: the event date was provided via email.

Event description:
Information was received indicating that a smiths medical cadd legacy 6400 pump was giving error message 1870. There were no reported adverse effects.